Event description:
A pump alarm was reported, specifically alarm 20, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge using the correct technique, successfully resuming insulin therapy.